Event description:
It was reported that one of the cylinders of this inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which the device was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Wear at fold in the middle of each cylinder was noted, but no leaks were identified. The pump was microscopically inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination found within the component. The pump kink resistant tubing (krt) was worn to the filament, but no leaks were noted in the component. The reservoir was microscopically inspected, and leak tested. Microscopic evaluation revealed wear at fold in its shell; however, the component passed leakage testing. Based on the information available and analysis results, the reported clinical observation of inflation issues could not be confirmed.

Event description:
It was reported that one of the cylinders of this inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which the device was removed and replaced. There were no patient complications reported.